Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was seeing a recharger not found message. The following troubleshooting steps were performed: reset the recharger. The patient stated the recharger stopped beeping, so they thought it was connecting with their ins, but they were getting recharger not found. They provided the event date as "a week ago." They had a few problems and stated they were able to finally connect. They clarified they thought this first occurred on wednesday of last week. They stated if they would have known this was going to be this hard, they would not "have got this." Following the reset on the call, the patient reported getting service code 3167. They dismissed service code 3167, and confirmed they connected to charge using the belt with excellent connection. The battery was at 50%. They stated their therapy was off. Information regarding turning therapy on once their ins was fully charged was reviewed. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.